Event description:
It was reported that the patient was seen in clinic for a six pound weight gain, worsening peripheral edema, and shortness of breath on exertion. The patient also had worsening right pleural effusion. The patient was admitted for intravenous diuretics. The patient has right heart failure. The patient had thoracentesis on (B)(6) 2023. The patient remains on milrinone drip and was discharged home on (B)(6) 2023. Intropes were initiated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states ¿right heart failure can occur following implantation of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient's right heart failure was worsening as of (B)(6) 2023.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.